Event description:
It was reported that device diagnostics during generator replacement surgery resulted in high impedance with the new generator attached to the lead. It was reported that the high impedance was not obtained prior to the surgery because the explanted generator was unable to be interrogated due to end of service. It was reported that a pin insertion issue is not suspected. It was reported that no patient manipulation or trauma is known to have occurred, but that the patient can fall due to seizures. The new generator was left programmed off after surgery. X-rays have not been performed and surgery to replace the lead is planned, but has not occurred to date.